Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was found that the novel right ventricular lead exhibited a helix anomaly preventing it from fixating to the cardiac tissue. The procedure was completed using an alternate lead on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.